Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient had a history of draining issues and was experiencing dyspnea, distention, and a feeling of fullness coincident with peritoneal dialysis therapy. Upon follow up with the patient¿s nurse, it was mentioned that the patient had been having issues with his weight and experienced a fluid overload. Specific treatment information and details surrounding the fluid overload were not provided. After the patient¿s cycler was replaced, the patient started to develop the initially reported symptoms of dyspnea, distention, and a feeling of fullness. The cause for the fluid overload and subsequent symptoms was unknown. The patient¿s second cycler was replaced and the patient later recovered from the event. The pdrn could not distinguish if the cycler or the patient¿s catheter were potential causes for the adverse event. The patient¿s current peritoneal dialysis therapy regimen is unknown. Additional information was requested but is not available.

Event description:
Follow up information was received from the patient¿s peritoneal dialysis registered nurse. It was verified that the patient was not hospitalized and did not require medical intervention for the fluid overload event. The cause for the fluid overload was unknown. It was noted that the patient did not perform manual exchanges between scheduled therapies on the cycler. The patient was reported to be compliant with their treatment. Treatment records were reviewed and it was verified that the patient did not experience any increased intraperitoneal volume events that could have caused or contributed to the overfill event. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and a serial number could not be ascertained. A review in sap was unable to identify any products that may have been used by the patient for peritoneal dialysis therapy. As neither a device history record review nor a physical evaluation could be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.